Manufacturer narrative:
Patient identifier: (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the patient underwent a removal hardware procedure from a proximal tibia due to pain. Removal of two (2) 6.5/7.3 cannulated screws and two (2) 13mm washers from a proximal tibia that had healed. The patient requested to have the hardware removed because of pain. The hardware was removed successfully. There was no patient consequence. This report involves one (1) washer 13.0mm. This is report 4 of 4 for (B)(4).